Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product.

Event description:
It was reported a death had occurred. Vascular access was obtained via the femoral artery. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery. Two stents were deployed. One 2.5 x 24mm promus element and one 3.0 x 16mm promus element. The procedure was completed successfully and the patient was taken to the post-operation care unit. After being moved, the patient's condition started deteriorating and they were placed on a ventilator. Despite these efforts, the patient did not survive. The physician considered the death unrelated to the devices.